Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crack opening on valve, flat creases, a curved opening on shell, wear abrasion, and white particles in shell. Leak test and microscopic analysis was performed which identified a linear striated opening on the posterior side assessed as surgical damage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.